Manufacturer narrative:
As the qc recovery was acceptable, there was no indication for a performance issue of reagent. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found there was a component failure. He replaced a printed circuit board and reagent drive mechanism. Precision testing was performed with quality control material. The customer ran qc with all results within range. The investigation is ongoing.

Manufacturer narrative:
The field service representative could not determine a cause. He found a kink in the sample/reagent tubing and replaced the tubing. He found a screw was missing on the detection unit which he replaced. He changed the sample/reagent probe, sipper probe, measuring cell, syringe seals, mixing paddle, pinch tubing, and probe acrylic block. He ran precision testing and performance testing with all results within specifications. The customer ran qc with results within the expected range. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t gen5 stat elecsys results from the cobas e 411 rack analyzer. Patient 1: on (B)(6) 2021, the result from a baseline sample collected at 02:04 was <6.00 pg/ml. The initial result from a second sample dawn at 03:27 was 13.72 pg/ml and the repeat result was <6.00 pg/ml. A third sample collected at 04:59 had a result of <6.00 pg/ml. Patient 2: on (B)(6) 2021, the result from a baseline sample collected at 18:27 was 8.57 pg/ml. The initial result from a second sample dawn at 20:14 was 15.02 pg/ml and the repeat result was 8.55 pg/ml. A third sample collected at 03:28 had a result of <6 pg/ml. Patient 3: on (B)(6) 2021, the result from a baseline sample collected at 10:58 was <6.00 pg/ml. The initial result from a second sample dawn at 12:06 was 11.90 pg/ml and the repeat result was <6.00 pg/ml. A third sample collected at 14:26 had a result of <6.00 pg/ml. The initial results for the baseline and second samples from the patients were reported outside of the laboratory. The repeat result was believed to be correct. The reagent lot number was 49088101 with an expiration date of 30-apr-2022.